Event description:
The patient's physicians were considering replacing the patient's pump due to the battery nearing the end of its life. The patient was in the hospital, and the physician did not want to replace the pump at this time due to an infection that could potentially spread and "do some damage." The patient had a tracheal tube and had lung problems. Leaving the pump inside the patient's body, replacing the drug with saline until the patient was healthier and could have the surgery was discussed. The pump was delivering lioresal. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l35606, implanted: (B)(6) 1995. Product type: catheter. (B)(4).